Manufacturer narrative:
This event cannot be confirmed or not confirmed for leads migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-07814. Related manufacturer reference number: 1627487-2023-05708. It was reported the patient's one lead had migrated and the other lead was pulled out had a broken anchor as well. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads and anchor were explanted and replaced with a single lead. Therapy was successfully restored.

Manufacturer narrative:
Date of event was estimated.